Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer had checked the pyxis server, confirmed there were no failed issues in the station, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not working and displayed an error message indicating ¿failed hardware¿. The customer tried to reboot the station and recover the storage space, but the issue was not resolved. The customer stated that this malfunction caused a delay while dispensing medications to the patient and the user managed to get medications from another station. However, there were no adverse events or injuries reported based on this incident.